Event description:
Per medwatch report: "when the IV was disconnected from the patient, the rn found the IV line in the pump with a large bulge noted at the top where the line is inserted into the pump. The line was removed. No patient harm. Precedex had been infusing in the line."

Event description:
The customer reported a ballooned silicone segment on a primary IV tubing set that was used to infuse precedex. The customer reported no patient harm.

Manufacturer narrative:
The customer¿s report of a balloon in the silicone segment was confirmed. Visual inspection revealed that a short portion at the top of the silicone pump segment remained slightly bulged and had been weakened, consistent with ballooning effects. The bulged area was located just below the engagement between the upper fitment and the silicone pump segment. Functional testing was performed with no additional ballooning, although the slightly bulged area on the pump segment remained. The set was then pressure tested and the observed bulge segment started to balloon at approximately 7 psi. The root cause of the balloon in the silicone segment could not be identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
(B)(4)